Event description:
The clinic reported that a laser vision correction patient presented with microstriae in the left eye one day post treatment. The surgeon performed a flap lift and rinse. The topical steroid dosage was increased. There was no loss of best corrected visual acuity (bcva) reported. The patient commented he is experiencing blurry vision in the left eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.